Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed one episode of noise on the rate/sense channel which inhibited pacing in a pacer dependant patient. The patient was not symptomatic with this.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed one episode of noise on the rate/sense channel which inhibited pacing in a pacer dependant patient. The patient was not symptomatic with this.

Manufacturer narrative:
A boston scientific technical services (ts) consultant discussed monitoring the patient. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The device was explanted over six years later for normal battery depletion it was returned for standard analysis testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.